Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer removed the cartridge and retracted the push rod on the pump. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.